Event description:
Carfusion's sales representative reported on the customer's behalf that while doing a vertebroplasty, the mixer started then stopped. The motor was not mixing and it was getting hot. The customer put it under water so the fire alarm wouldn't set off. There was visible smoke and burning smell. There was no patient/ end user injury or medical intervention.

Manufacturer narrative:
(B)(4). A request has been made to the customer to obtain the sample for evaluation. Upon completion of carefusion's investigation a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4): one (1) sample was received for evaluation. Upon visual examination a melt mark was observed inside and outside the top portion of the motor casing. Additionally, one of the microchips on the motor circuit appeared to be burnt and surrounded by smoke marks. The investigation could not identify any potential source for this failure. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A device history record (DHR) review, raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. The vendor of the mixer motor ((B)(4)) will be notified of this failure mode and the report sample will be provided to the vendor for analysis to identify any manufacturing defects and applicable preventive actions.